Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The returned insert received from the practice was tested in the qa lab on 08/05/2015 for the complaint of the insert is getting hot. The inserts was tested using a g-136 unit with a water flow rate of 35. The test unit number was (B)(4), thermometer ID # (B)(4) (cal date 11/25/2014 - cal due 11130/15), after running the insert the temperature of the insert at the hottest spot was 95.7 f. The g-136 unit was used due to the fact that the inductance (2.59) is too low to operate in a g-124. Also, this insert has an unacceptable spray pattern due to a piece of flash clogging the hole. In conclusion the complaint for the insert over heating could not be duplicated with the requirements being above 118.4 f to warrant a failure. The inset does fail due to the low inductance and the clogged hole.

Event description:
In this event it was reported that a cavitron 30k fsi-sli-10s insert tip overheated; no injury resulted.